Event description:
It was reported that the respiratory therapist attempted to suction the pt and was unable to get the suction catheter through the trach tube. Attempt to reposition tube not successful; trach tube was removed, and new tube was inserted. Pt was bagged w/100% o2, in between pt went pulseless, code blue followed. The pt was pronounced dead by house md. The involved device is reportedly not available for return in order to perform an eval.